Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was extubated after the surgery and consciousness level was showing signs of recovery, but the patient underwent a repeated surgery due to the right cerebellar hemorrhage. It was noted that the patient hemodynamics became unstable and extracorporeal membrane oxygenation (ECMO) was introduced, but the patient subsequently expired during the night. Of note a pathological autopsy was performed and the vad was explanted.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a computerized tomography (CT) revealed the onset of a cerebral infarction, accumulation of pulmonary edema and ascites. The patient is under artificial respiration management. It was also reported that the log files showed a change in the waveform that occurred earlier than the waveform change associated with the reported cerebral infarction.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the driveline boot cover (unknown lot number) were returned for evaluation. A review of the pump's device history record confirmed that the associated device met all requirements for release. No performance allegations were made against the driveline boot cover. A review of the driveline boot cover¿s device history record was not performed as the analysis associated with the device is not related to a manufacturing or servicing issue and the lot number was unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned driveline boot cover revealed that the device passed dimensional verification and functional testing. Visual inspection revealed foreign material within and around the driveline boot cover; however, the observed foreign material did not compromise the functionality of the device. This is an additional finding not related to the reported event, likely due to handling of the device. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front housing disc curvature and the rear housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Log file analysis revealed a decrease in power consumption and estimated flows on (B)(6) 2024, as well as a sudden decrease in parameters on (B)(6) 2024; eighteen (18) low flow alarms were logged since (B)(6) 2024. Of note, multiple vad speed changes were logged within the analyzed period. As a result, the reported low flow event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or incorrect setting of the alarm threshold. Of note, information provided by the site indicated that the patient¿s cause of death was due to infection. Per the instructions for use, respiratory dysfunction, infection, renal dysfunctional, neurological dysfunction, worsening heart failure, bleeding, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of neurological dysfunction and infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the autopsy showed there was no thrombus in the vad or outflow graft. The cause of the repeated left heart failure still required further detailed pathology.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's post-surgery (after ventriculoperitoneal (vp) shunt surgery) did not increase, and a computerized tomography (CT) scan was scheduled. Heparin was initiated with a small dose aiming to wean the patient from the respiratory tract.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was rushed to the hospital due to critical condition, was admitted, and treated in the intensive care unit (ICU). The patient reported that a few days ago their throat was sore, and they had a fever. The patient was positive for influenza and pneumonia, a condition like severe acute respiratory syndrome (sars) or corona pneumonia. - initially, the patient's respiratory status was at fio2_100% but reduced to 50%. It was also reported that the vad exhibited a low flow alarm associated with decreased power consumption. It was noted that the cause was left ventricular collapse due to a ventilatory failure during transport; confirm via a computerized tomography (CT) scan which ruled out stenosis or occlusion of the inflow cannula, and thrombosis. The patient condition has been improving, and the vad was functioning without any problems. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that a subsequent CT scan revealed that the patient experienced an intracranial hemorrhage in the occipital region associated with a small extension of activated partial thromboplastin time (aptt). The patient also experienced right hemiplegia. The patient was intubated for a total of 15 days. The patient had pulmonary flash edema after influenza pneumonia. It was stated that vad flow decreased after over three degrees of fever. The source of infection was unknown, and patient's blood cultures continued to be negative. The patient was treated with antibiotics. It was stated that an intracranial infection may have been caused by the patient's progress. The patient subsequently expired, and the primary cause of death was infection.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that four days after the initial onset of symptoms, the patient was placed under mechanical ventilation. It was noted that the patient was able to understand the words of the healthcare providers and sometimes showed a firm smile. Eight days later, there was no occurrence of new cerebral infarction, but left heart failure had progressed from the previous day. The patient's renal function also did not recover, and dialysis was performed. An echocardiogram revealed mild aortic regurgitation and mitral regurgitation. When the vad speed was increased in a ramp test, the vad flow rate increased, so the vad speed was not changed.